Event description:
Customer stated a secondary infusion of cefazolin, 1 gram, infused back into primary maintenance fluids. No patient harm reported and no other details about the event available. The IV administration sets were not received for investigation because the customer stated the products were discarded. No evaluation will be performed.

Manufacturer narrative:
Patient information requested. This report was filed by the manufacturer.